Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported via email that when used the alcon contact lenses consumer experienced corneal lesions. The current status of the consumer's eye is not known at the time of this report. Additional info has been requested but not yet available.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as there is no allegation that "corneal lesions" occurred within an end-user, and it does not represent a reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
Based on the available information, the statement in the record does not indicate that corneal lesions have been confirmed to occur within patients and there is no allegation that "corneal lesions" occurred within an end-user. Thus the reported information does not meet the complaint definition as per applicable device regulations and does not represent a reportable event.